Event description:
Rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a c-flex aspheric 970c intraocular lens (iol). The event description provided indicates that the lens haptic got stuck during implantation and "tore apart". (B)(4).

Manufacturer narrative:
The MFR reports the following investigation findings: our review of production records for the c-flex aspheric 970c iol batch 121e31459 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of MFR of the c-flex aspheric 970c iol (dec 2011) concluded that no other incidents, of any type, have been received against this batch.